Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred seven days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, swelling, and an infection at the needle puncture site. The patient had burning sensation in the area. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient consulted a physician who checked the insertion site and diagnose the patient with an infection and prescribed an oral antibiotic medication (doxycycline 100 mg, twice per day for seven days). At the time of report the patient still had swelling and redness in the area. No additional event or patient information is available.